Event description:
Following a total knee procedure utilizing navigation pins, pt developed an infection near the tibial pin insertion site. The surgeon stated that many other infections were reported the same day in the hospital. The pt was treated with IV antibiotics and is reported to be doing well.

Manufacturer narrative:
Two lot numbers were provided that may have been used for this procedure. The sterility records were verified for each of these lots. The device was not returned for evaluation.